Event description:
Caller reportedly received the following results on a roche meter, compared to a professional meter, within 10 minutes: 92 mg/dl (nano) and 232 mg/dl, 230 mg/dl (doctor's meter). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.